Event description:
Attorney alleges plaintiff's left implant ruptured in 1987 or 1988 and was surgically removed. Attorney also alleges plaintiff sustained general damages by way of severe and permanent pain, suffering and emotional distress.